Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device had black pictures on monitors for seconds and had e226 error. This issue occurred at a therapeutic laparoscopic myomectomy procedure. The procedure was completed with the same device. There were no reports of patient harm.